Event description:
It was reported to boston scientific corp on aug 22, 2008, that an ultratome double lumen sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, "during the procedure the cutting wire broke. No pieces remained in the pt." The procedure was completed with a second ultratome double lumen sphincterotome device. No pt complications were reported as a result of this event. This pt's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device mfg date is unk. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported wire breakage is undetermined. The august 2008 15-month ultratome- sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.